Event description:
Customer forwarded a spreadsheet with multiple units with various issues. Specific details to the symptom of the product not available. The only note was made by the tbm stating the units are shutting down. Spreadsheet only details which part was replaced. On this unit they states they have replaced the following components: pilot valve and power switch